Event description:
Technician alleged bed hi-low was drifting downward.

Manufacturer narrative:
Technician found the bed drifted from a dirty brake assembly. He degreased and cleaned the drive to resolve. No injury reported.